Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately (7) years post implant, a type 1 endoleak of indeterminate origin was identified. A re-intervention has been scheduled but no additional information has been provided. Updated information: a type 1 endoleak of indeterminate origin was identified as a type 1a endoleak. The clinical assessment determined that there was evidence to reasonably suggest right limb ischemia with right popliteal and femoral embolectomies, a right lower leg fasciotomy and an inferior vena cava filter placement on post operative day one and two following the index procedure occurred. The final patient status was reported to be pending a secondary endovascular procedure however no additional information has been provided.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. The clinical assessment determined that reported type 1 endoleak of indeterminate origin was identified as a type 1a endoleak. Additionally there was evidence to reasonably suggest right limb ischemia with right popliteal and femoral embolectomies, a right lower leg fasciotomy and an inferior vena cava filter placement on post operative day one and two following the index procedure occurred that was not included in the event as reported. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b5: describe event or problem. G1,2: contact office- name has been updated. H6: evaluation code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately (7) years post implant, a type 1 endoleak of indeterminate origin was identified. A re-intervention has been scheduled but no additional information has been provided.